Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion being treated was located in the moderately tortuous mid left anterior descending artery (lad). The 15mm x 2.50mm emerge balloon catheter was advanced to the target lesion. The doctor attempted to inflate the balloon and upon first inflation at nominal pressure, the balloon ruptured. The device was then replaced with a different device and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).